Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) were incorrectly updated in the initial and follow up #1 reports. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor by the customer. The sensor prematurely and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia and had loss of consciousness however, there was no third-party treatment reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An adhesive issue was reported with the adc sensor by the customer. The sensor prematurely and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia and had loss of consciousness however, there was no third-party treatment reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section(s) updated as follows: b1: updated to adverse event from product problem.

Event description:
An adhesive issue was reported with the adc sensor by the customer. The sensor prematurely and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia and had loss of consciousness however, there was no third-party treatment reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.